Event description:
It was reported that the ventilator failed the gas supply test during pre-use check. There was no patient involvement. (B)(4). Reference manufacturer report number 8010042-2013-00180.